Manufacturer narrative:
Pump was received with a blank display due to a corroded battery tube and corroded battery tube spring. The test reservoir does lock properly inside the reservoir tube. However, pump was unable to verify failed battery test or battery failed alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No moisture damage on the electronic assembly, motor or keypad assembly noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had damaged at reservoir compartment. Customer stated that contacts were not missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.